Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. There was no blood present in the safety disk or pneumatic interface module (pim). Fse collected the ruptured balloon catheter for investigation. The unit passed all functional checks and safety checks according to factory specifications. The iabp was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) did not alarm despite blood in iabp catheter. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).